Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Additional information has been requested for this event. Complaint number (B)(4).

Event description:
The healthcare professional (hcp) reported injecting 1ml of evolysse form into the lips of patient. The patient experienced lumps in the lips.